Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported the battery casing was cracked and that there was moisture found in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: moisture was observed underneath the display lens and battery compartment. Cracks were found in the battery compartment from the threads to left of the grip pad and below the grip pad to the case seal. A leak test failed due to the battery compartment crack. Moisture damage was found on the internal components of the pump. The display screen was dim and discolored.

Manufacturer narrative:
Follow up # 2 date of submission 12/09/2016 ¿ correction to serial number.